Manufacturer narrative:
Reporter phone number (B)(6).

Event description:
It was reported that during a radio frequency ablation, the generator failed to produce the required output necessary for the procedure.

Event description:
Additional information received identified that the procedure was abandoned.

Manufacturer narrative:
It was reported that during the operation, the neurotherm 1100 generator did not work, making it impossible to perform radiofrequency. They were unable to handle or edit anything on the device after the errors. The device was turned off and, on a few times, and still, the error remained. The procedure was abandoned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.